Event description:
Facility alleges pt reaction during dialysis. Rn reports pt developed respiratory distress two minutes into treatment. Treatment stopped; pt intubated and sent to ICU. Stabilized in ICU- no further problem reported.